Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a bilateral lumber radio frequency ablation procedure, a patient burn occurred at the grounding pad site. The grounding pad was placed on the left side of the lower back. Two superficial first degree burn blisters were noted at the grounding pad site. Silver gel (sulfadine) was applied to treat the burn and the patient was sent home.